Event description:
The company was notified of a size 23mm valve explanted after approximately 3 years and 5 months, reportedly due to insufficiency and aortic stenosis. The device was replaced with a carbomedics top hat size 21mm valve. On the field experience report, it is reported that the surgeon is indicating the device contributed to this event.

Manufacturer narrative:
Device evaluated by manufacturer. The device has been received for evaluation; an evaluation summary was not available at the time of this report; however initial gross examination and x-rays of the device indicate the presence of calcification in two of the three leaflets. Evaluation: method: a review of the device history record was completed. Results: the results of the device history record review confirmed the device met all material, dimensional, and performance requirements at the time of manufacture and release.